Manufacturer narrative:
A review of the production records did not identify a device problem associated with the reported infection. The complainant requested a new implant to be manufactured for the patient. Information such as the explant date and patient weight was requested from the sales representative via email; however, the representative has not responded as of 12/20/2024.

Event description:
The patient presented with an infection so the implant was explanted.